Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00744. It was reported the patient (B)(6) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. The patient's ipg was reportedly functioning; however, the battery status for the device was low. Surgical intervention was undertaken to replace the patient's lead and ipg. The lead was cut during explant due to excess scar tissue and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.